Event description:
Thermachoice ablation procedure in process and successful for 7 minutes of ablation before controller displaying error message 167. Last minute of ablation procedure, and two minute cool down not completed due to error 167. Surgeon ended procedure at 7 minute mark and removed handpiece.manufacturer response (as per reporter) for endometrial ablation device, gynecare thermachoice iii uterine balloon therapy:awaiting mailing box from company to return handpiece; company needs time to assess controller and handpiece tc003 to comment.manufacturer response (as per reporter) for endometrial ablation device controller, gynecare thermachoice iii uterine balloon therapy:awaiting controller unit pick up, for company to inspect, and loaner unit; company needs time to assess controller and handpiece to comment.